Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the reporter, on (B)(6) 2026, the patient was hospitalized due to inaccuracy. The patient had a comparative fingerstick done and the bg was 310 mg/dl while the cgm was reading 250 mg/dl which is within the parameters for accuracy). The patient confirmed that she had high ketone but she did not feel any symptoms at the time of the event. While the patient was in the hospital, she was given IV insulin and she stayed for 5 hours in the hospital. The patient confirmed that her blood sugar was stabilized when she was discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.